Event description:
The reporter called lifescan (lfs) in 8/2005 and alleged that the patient's meter would not power off. Medical affairs attempted unsuccessfully to speak with the patient for more clinical information. A letter is being sent as a second attempt to obtain more information. The reporter stated that the date/time was frozen on the display. It is not known how long the patient was unable to test on the meter. Patient visited their physician for assistance and while at the physician's office, pt was treated with insulin. The patient also obtained a meter from their physician. During troubleshooting with the lfs customer service representative, the issue was resolved. The patient was able to power the meter off and then back on. When the meter was powered on, three dashes appeared on the display and that issue was not resolved. A replacement meter has been sent. This complaint is being reported as a malfunction because there is evidence of a meter malfunction (the three dashes issue was not resolved) and there is no evidence of the meter contributing to a serious injury.